Event description:
It was reported that customer was hospitalized for low blood glucose levels. Customer was unconscious when she was admitted to the hosp. Spouse stated that the perceived cause of the low blood glucose levels was a miscalculation of the correction bolus for food consumed. During troubleshooting, the lead screw over rotated during lead screw test.